Manufacturer narrative:
It was reported that the customer smelled burning and it was noted that "the control box under the bed burned". No injury was reported related to the incident. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"The control box under the bed burned".